Event description:
It was reported that the neurostimulation unit was ¿trying to come out through [the patient¿s] skin,¿ which was painful. It was noted that the patient¿s ability to perform daily activities had ¿somewhat improved¿ after having received the implant. It was noted that the patient would keep the neurostimulation system on all the time, but would ¿adjust it constantly.¿ additional information received reported that there was a loss of therapeutic effect. It was stated that there was erosion. It was stated that the implantable neurostimulator (ins) was not ¿attached to the spine.¿ it was stated that the ins had ¿floated up there¿ and didn¿t work. It was stated that the ins had ¿barely worked at all.¿ it was stated that the patient¿s stomach would ¿open up¿ and the ins would ¿come right out of a hole in [the patient¿s] stomach.¿ it was stated that the patient¿s body had ¿kept rejecting it.¿ it was noted that the ins ¿wasn¿t sterile or something.¿ it was stated that the patient had been put on ¿heavy duty antibiotics¿ in an attempt to get the patient¿s body to accept the ins and kill any bacteria. It was stated that the patient became allergic to the antibiotic ¿vancomycin¿ after 3 weeks of tolerated use, and then ¿all hell broke out.¿ it was noted that the patient had ¿almost died¿ and ¿blew up, and couldn¿t breathe.¿ it was stated that the patient¿s skin had started peeling off. It was noted that the patient¿s reaction to the antibiotics had lasted for 2 weeks. It was noted that the antibiotics had been administered via an IV. It was stated that while the antibiotics were being administered and while the patient had the allergic reaction to the antibiotics, the patient¿s body was ¿opening and spitting the machine out.¿ it was stated that the patient had the healthcare provider (hcp) remove all of the components of the implant. It was noted that the x-rays had been taken and the patient was informed by the hcp that the spinal cord stimulator (scs) was in the right spot. It was noted that after the components were removed in (B)(6) 2008, the patient¿s hcp informed the patient that ins wasn¿t where it was supposed to have been.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# j0427882v, implanted: (B)(6) 2004, product type: lead. Product ID: 3888-33, lot# j0436929v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).